Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the left rupture was confirmed by MRI examination. Device evaluation completed on (B)(6) 2021: a microscopic examination was performed, and the cause of the tear could not be identified as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2021 additional information received indicated that the patient schedule for bilateral replacements with cat#: 3505001bc on (B)(6) 2021. Manufacturer¿s reference number; (B)(4).

Manufacturer narrative:
On december 11, 2020 additional information received indicated that the left side with sn#: (B)(6) had the issue. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Note: since the side of implant with rupture is unknown, mentor reviewed both lot numbers for left, and right prosthesis. Lot; 6945135: (manufacturing date: 06/20/2015, expiration date:06/17/2020). Lot: 7289486:( manufacturing date: 02/04/2016, expiration date:02/01/2021). (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor memorygel 445cc silicone prosthesis experienced unknown sided rupture post procedure. The patient scheduled for physical consultation with the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: mentor indicated the serial numbers of both prothesis sides, since the side is unknown. Mentor will report the correct side when the information available.